Manufacturer narrative:
The customer's technician inspected the device and found in the logs when the device turned on and rebooted; however, they were unable to duplicate the reported issue or find any issues with the ventilator. The ventilator has been returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator powered off; the unit did not alarm. The ventilator then rebooted back into operation. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.